Manufacturer narrative:
F10. Health effect - impact code; corrected data, initial MDR inadvertently listed incorrect information.

Event description:
The device has been received and is undergoing product analysis internal generator data was also received and has been analyzed. The report of premature end of life was confirmed; however, the cause of this is still unknown. No other relevant information has been received to date.

Event description:
It was reported that the patient had a battery replacement. It was noted that the parents re concerned due to the device only lasting 18 month. The device has not been received for analysis to date. Device history records were reviewed for the device. The device passed all functional specifications and quality tests prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned generator. An interrogation (therapy disabled), a system diagnostic test, a wandcomm diag and a comprehensive automated electrical evaluation (shows a neos=yes condition) were performed. The pulse generator was opened, the measured battery voltage confirmed a neos condition. A comprehensive automated pcba electrical evaluation was performed. The dut pcba did not perform according to functional specifications. Testing was performed to isolate components of the dut board. Based on the function analysis tests, the accelerometer (a3) from the dut pcba appears to be the cause for the increased current consumption of the pulse generator and may have been the contributing factor for the reported allegations of premature end of life (eol). The cause for the accelerometer (a3)increase in leakage current was not determined. No other relevant information has been received to date.